Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch and telemetry lock-out. Programming changes were made. The patient was in stable condition.